Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced.. The alarms were confirmed during a review of the event history log. Evaluation found a failing ultrasonic sensor to be the cause. The failed upstream sensor was replaced to correct the condition.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.